Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Receiver charge and boot tests were performed and failed, due to the receiver shutting down when the usb is plugged in to charge or download log. Functional tests were not performed due to the receiver shutting down when the usb is plugged in to charge or download log. The log was not downloaded due to the receiver shutting down when the usb is plugged in. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).